Manufacturer narrative:
Investigation results: summary: a sample was received for evaluation by bd. A quality engineer was able to inspect the sample and determined that there was barrel/flange damage thus verifying the reported issue. It looked like the damage was caused by the plunger rod labeler experiencing a variation in its normal process. Any adjustments were made by the engineer and it was verified to be working properly. A device history record was performed on the reported batch and found that zero defects were reported during production. Conclusion: DHR/bhr review. There was no documentation of issues for the complaint of batch 7012589 during this production run. Investigation comments: all our inspections performed while manufacturing this batch were accepted; no rejections were documented. A sample was received on april 12, 2018. It came with no packaging flow wrap, no saline solution and no tip cap; it has the plunger rod-rubber stopper. The barrel label confirms the lot#7012589. The barrel/flange is damaged. Product within specification? Yes, no. CAPA not required for this event. Root cause: root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. There was no issue documented about barrel/flange damaged. The plunger rod labeler equipment possibly experienced a variation; anyway, adjustments have been verified.

Event description:
It was reported that the flange on a bd posiflush¿ syringe broke when "pushing saline water without force" which could lead to injury or leakage. There was no report of exposure, serious injury or medical intervention.